Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-2324bcc with serial/batch number 15209861 was received for evaluation. Visual inspection revealed that the screw is broken at the distal end. It was noted that the eyelet was broken. Functional testing doesn't apply to this device. The most likely cause(s) for the reported failure can be user error, improper bone preparation, misaligned insertion, or excessive force by leveraging/prying the device.

Event description:
On (B)(6) 2024, it was reported by an arthrex employee via email that for an ar-2324bcc, suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet, the anchor broke during insertion. This was detected during a posterior cruciate ligament fixation surgery on (B)(6) 2024. The procedure was completed successfully as a new ar-2324bcc was used. There was no patient harm and no secondary procedure was performed.